Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the green cap (patient line pull ring) of two (2) amia automated pd cycler sets had fallen off. This was observed during set up of the devices for peritoneal dialysis (pd) therapy. There were "two cassettes back to back and the green cap has fallen off". Renal therapy services advised the home patient (hp) to end the set up when the patient line cap was missing (came off the first cassette). The hp opened a new cassette package and the cap had already fallen off inside the packaging of the second cassette. There was no report of patient injury or medical intervention associated with these events. No additional information is available.